Event description:
During an onsite visit, a baxter field service technician serviced a colleague infusion pump for a damaged battery alarm. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.08.92, categorized as remediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). This device was not returned to baxter. However, it was evaluated onsite by a baxter service technician. The reported condition was confirmed and duplicated. The assignable cause were depleted main batteries. The main batteries and battery harness were replaced. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.